Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that her pumps had flipped in the pocket with previous pumps. Additional information was received from the manufacturer representative (rep) stating the previous flipped pumps were flownix. The pump was flipped back right side up, secured with sutures and refilled with medication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).